Manufacturer narrative:
The insulin pump passed the displacement, prime and excessive no delivery tests. No excessive no delivery alarm noted. However, the device was received with intermittent button response due to corroded keypad traces. It also had a cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. The customer stated she was unable to clear the alarm due to the esc and act buttons not responding. The blood glucose at the time of the incident was 160 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.